Event description:
The pt is the rptr. The pt had cataract surgery on both eyes in 12/97. In 11/98 she had laser surgery to further correct her vision. Her right eye was improved but the vision in her left eye was impaired. She described it as a membrane-like feeling which comes into her line of vision and produces blurriness. It was also described as "more than a floater". This was not present before the laser treatment. The pt is questioning the laser machine's involvement in producing the vision problems to her left eye, thinking that it could have possibly scarred her eye.